Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic after hearing beeping tones from his device, a vibratory patient notifier was noted that occurred early last year due to an alert for low out of range pacing lead impedance. The impedance alert was cleared and the most recent capacitor maintenance measured normal values. The patient will continue to be monitored.

Manufacturer narrative:
A partial lead with the distal tip measuring 48.6cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received states during a generator upgrade procedure, the lead was electively explanted and replaced. No further information is available.